Event description:
The report indicated that the catheter did not fit properly to the 150ml syringe. The local company who sells the injector made an investigation and no abnormal results were found. They are using a 'three way stop cock' for their normal work.

Manufacturer narrative:
Five sterile diagnostic catheters 5f were received in their original packaging labeled as catalog 534552s with lot 14043623. Two units were taken as sample and no anomalies were found. A syringe was attached successfully to the hub on both units as well as units were flushed and no leakage was observed. The reported hub incompatibility fit was not confirmed as well as there is no difference on molding hub threads for each french size. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective and preventive action will be taken at this time. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of incompatibility fit was not confirmed through failure analysis. Without knowing how the injector device itself was investigated it is not possible to determine an exact cause for the reported event, but there is nothing to indicate that there is a design or manufacturing issue with the product. Review of the available information suggests that the difficulty the customer encountered may possibly have been related to the injector device.